Event description:
Imaging indicated that the electrode array was backing out of the cochlea. No known trauma or accident is known to have caused this. The recipient was re-implanted. According to the explantation form the electrode array had partially migrated and there was new bone growth in the cochlea. Half the array had migrated out of the cochlea.